Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified creases fold, wear abrasion, opening(curved) on anterior and an opening(crack). Leak test and microscopic analysis was performed which identified cracked valve and striated opening on anterior. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consistent in the use of a surgical tool, and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.